Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient underwent a bilateral ureteric stent procedure during which, two-kidney placed 8.5 french ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheters leaked at the connection of the catheter and hub. The first 8.5 french drainage catheter that leaked was replaced with another 8.5 french drainage catheter which also leaked. As a result, the second 8.5 french drainage catheter was replaced with a larger 10.2 french drainage catheter to prevent a third attempt with another potentially leaky 8.5 french drainage catheter. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This MFR. Report covers one drainage catheter and MFR. Report: 1820334-2018-02987 covers the other drainage catheter as they are from different lots. Additionally, the products will not be returned as they were discarded at the user facility by the physician.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be completed. Additionally, a document based investigation evaluation was performed. Based on the current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record revealed one relevant nonconformance in lot 9024103, in which one device was scrapped for too many adapter threads showing. It should be noted that there were no other complaints reported for this lot number. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.